Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis machines were down and unable to see patient lists. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station had not been communicating and was unable to transfer patient information. A field service engineer found no issues or disconnections, and the station was performing without any problems. The cables were checked for cuts and damage, but none were found. The station resolved the issue on its own over time. A follow-up was conducted with the customer to ensure that the station remained connected. The system functioned as intended after the field service engineer verified the device.